Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during intraocular lens (iol) implant procedure, the surgeon noticed that the lens was scratched after implanting the lens. The lens was explanted and replaced with another lens during initial procedure. The procedure was completed on the same day. Additional information has been received as there was no patient harm.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The lens was cut in half, typical of insertion and removal from the eye. The lens was cleaned for further evaluation. A single line of lens material was observed starting near the edge of the optic and running parallel to the cut area. This excess lens material may have been interpreted as the reported scratch. Other marks are observed on both sides of the optic that are similar to those left by a surgical instrument used to grasp the lens. Complaint and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece. The file also indicated the use of an unspecified viscoelastic. Based on the review of the returned sample, the root cause for the reported issue was determined to be manufacturing related. The observed line on the optic was not a scratch. The line was determined to be a line of excess monomer (lens material). This excess strand of monomer was most likely introduced to the optic surface during the wafer separation operation. The line of excess monomer (lens material) would not meet company¿s cosmetic release criteria. The manufacturer internal reference number is: (B)(4).